Event description:
The rptr stated that the surgeon had implanted a three piece collamer lens model cq2015 successfully in pt's eye in 2006. However, on the pt's post-op visit the surgeon realized that he put the wrong diopter of lens and explanted the lens without enlarging the original incision and put in same model lens but a different dioptric power. The rptr stated that the surgeon didn't think there was anything wrong with the first lens.